Event description:
Hillrom received a report stating that the device had a burning electrical smell. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Information regarding the safety and warnings specific to the device is outlined in the IFU. Additionally, if the device were to smell like it was overheating or smell like it was burning, the trained user would not use the device and remove it from the patient¿s environment. Should the malfunction recur, it is unlikely to cause or contribute to a serious injury or death as a device which is overheating would be noticeable to the user and the device would be removed from the patient¿s environment. Therefore, hillrom does not consider this complaint reportable. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. The device was returned by the customer however it was lost by the shipping carrier in transit to the manufacturer. A claim has been filed with the shipping carrier. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.